Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support. Analysis was unable to verify compromised force sensor system alarm due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during priming. The customer's blood glucose was 142 mg/dl at the time of incident. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.